Event description:
It was reported that caller experienced recurring minimum fill notifications and was unable to load cartridge onto pump despite following guidance. There was no adverse impact to the customer's blood glucose level. Caller attempted to reload same cartridge, clean pneumatic tap area, and load new cartridge with proper technique, but issue persisted, so caller used multiple daily injections for insulin therapy while technical support arranged replacement pump, provided storage mode instructions, confirmed shipping address, and instructed caller to return problematic pump and later program pump settings and reconnect continuous glucose monitor on replacement device.